Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and noted the exhalation overshoot to baseline. Characterized the exhalation valve and verified performance. The ventilator passed all performance checks.

Event description:
The customer reported that the monitor vt was low during patient use. No patient harm.